Event description:
Cs29 appeared, per surgeon, to not have a complete row of staples (proximal donut incomplete"); after firing cs29 (pc100 read "firing incomplete"), surgeon found 1 cm of tissue that had not been staples. Sutured area with 6 stitches to complete anastomosis.